Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had loaded a new cartridge onto the pump with 400 units of insulin. A few hours later, the customer reported receiving an empty cartridge alarm. The customer stated that the pump delivered the entire contents of the cartridge without a request from the customer. The customer's blood glucose level (bg) was in the "low 50's" (mg/dl). The customer drank sugar water to address bg levels. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.